Event description:
Boston scientific received information that this pacemaker has been implanted for nearly one year. During a follow-up interrogation, the pacemaker could not be interrogated with the programmer. Many different positions were tried, but it couldn't be interrogated. An x-ray showed that the pacemaker was located in the pectoral muscle. A magnet was used, and there was no result. A carotid sinus massage was done, and the patient's intrinsic heart rate slowed to 40 bpm, but the pacemaker was programmed to vvir at 60 bpm. On the ECG, no stimulation was seen. The patient did not report having any MRI or external mechanical shock that could have damaged the device. The physician decided to explant this pacemaker and replace it with a new one. During the procedure, the physician noted that the right ventricular (rv) lead worked normally with good measurements. After the pacemaker was explanted, the field clinical representative attempted to interrogate it again, but it did not work. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this pacemaker was performed. During initial testing, it was not possible to download device memory because telemetry could not be established. The device case was opened to allow for additional analysis. The device was found to have a high current drain that rapidly depleted the battery to the point where it could not support pacing and telemetry functions. The source of the high current drain was isolated to the mixed mode integrated circuit (mmic) that houses both digital and analog functions. High powered visual inspection of the mmic found signs of electrical overstress on a transistor next to an input pad and a few areas of mechanical damage to the glass that protects the integrated circuit. Photo emission microscopy (pem) and liquid crystal testing were also done to determine the cause of the high current drain. After exhaustive detailed testing, the source of the high current could not be isolated to a specific site within the mmic.

Manufacturer narrative:
This pacemaker has been returned to boston scientific and is currently undergoing analysis. This report will be updated upon receipt of additional pertinent information, or when analysis is complete.